Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose. However, the exact value was not provided. Reportedly, customer declined troubleshooting and no further information was provided regarding the event.